Event description:
Complaint rec'd. Reporting a leakage problem with one (1) (B)(4) spiros connectors w/cap. It was reported that twenty minutes into infusion "chemo (cidofovir) was leaking from top of the spiros connector cap closest to the pt." According clinician was initially unable to remove cap, applied/wrapped gauze around the area where leakage was detected before seeking assistance from the charge nurse. Infusion was stopped, set-up was removed and replaced, medication. Therapy resumed. No medication leaked on the pt; no reported adverse pt consequences. However, it was reported that one of the pt's family member examined/held the gauze and may have been minimally exposed. Family member was given instructions to wash hands. No additional treatments req'd. The involved (B)(4) device was discarded. Exact cause of the reported event is unk.